Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. A field service engineer (fse) inspected the station and found no damage to the network port or cabling. Verified in cfnadmin login that there was no communication with the sync server, rss, or other network traffic. Confirmed that the static network address matched the ip address shown on the rss dashboard. Noted that the station has been offline for 5 days per rss dashboard. Relocated the station within the room to an adjacent pyxis pas station and utilized its network port to confirm the issue was not pyxis-related by verifying rss session and connectivity to the hca sync server. Informed user that the issue was facility-related, not with the pyxis station. Returned the station to its original location and restored all connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicated and offline in remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.